Event description:
It was reported that a malfunction occurred with the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer's wife with troubleshooting, provided pump reset information, and confirmed that the malfunction code did not recur after resetting. The customer was informed to continue using the pump and to contact support if the malfunction recurred. The device was placed in storage mode, and the customer decided to use an alternate device, omi pod, for three days.